Event description:
The pt presented for treatment of a chronic type b dissection in the aortic arch. During placement of the stiff wire (not manufactured by gore), the dissection converted to a type a dissection. The physician continued with the case, and two tag devices were implanted in an attempt to treat the type a dissection. Unsatisfied with the result, the physician decided to convert the pt to an open repair on the arch using a dacron graft. The pt expired within 48 hours of the procedure. The physician stated that the pre device manipulations of the stiff meier wire caused the event(s) leading to death. He does not believe that the tag device caused or contributed to the death. It should be noted that while removing the 24fr gore sheath, the right external iliac artery ruptured. Again, the physician stated that the death related to issues caused by the stiff wire, worsening of the dissection being treated and ultimate failure of attempts to treat it.